Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The peritonitis was manifested by abdominal pain and cloudy pd effluent. On the same day as onset (as reported), the pt was hospitalized for peritonitis. On an unreported date, the pt was treated with an unspecified antibiotic. The cause of the peritonitis was poor hygiene. On an unreported date, the pt was discharged from the hospital and was recovered from the peritonitis. On an unreported date, the pt was re-trained in proper aseptic procedures. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4): twenty three days after onset of the peritonitis, the patient was recovered from the event then discharged from the hospital 2 days later.